Event description:
It was reported to philips that the host pc fails to boot after system shutdown on a allura xper fd20/15. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the bios battery and x-ray tube, performed a system backup, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).